Manufacturer narrative:
(B)(6). Additional information: batch # m55u90. The analysis found that one pve35a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: what were the indications for surgery? Indication for surgery was for a cancerous tumor in the lobe. Was it confirmed that the vessel was proximal to cut line on jaw? Yes the vessels were proximal to the cut line so well behind the cut line as always. Was there any extraneous tissue within the jaws when firing? No extraneous tissue reported. I know this surgeon is always very careful with this and checks around the stapler before every firing. Was provisions were made for proximal and distal control to include clips? Usually no clips are used prior to firing as the surgeon trusts the stapler. This was the same for this case. Clips are only applied post firing if there is any oozing which very rarely happens. Were any issues noted with staple formation? 5. Upon gaining more information from the surgeon, he explained that the staples did not look fully closed. He was concerned that 1 staple in particular on the 2nd firing, which was actually another vein and not the pulmonary artery (the patient had an azygous lobe) had a staple lying perpendicular to the staple line right in the centre. What is meant by the proximal side of the staple line? Apologies I meant 'proximal side of staple line' meaning the 2 rows of staples closest to the lobe. Could the exact site of the bleed be identified? Yes the surgeon was confident that the bleeding was coming from the staple lines. What is the current patient status? The patient was discharged from hospital last tuesday.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the surgeon fired the device on the first firing over the pulmonary vein and the gun fired as normal. However, the surgeon noticed some bleeding from the proximal side of the staple line. He went on to use another reload from the same lot over the pulmonary artery, but again there was bleeding from the staple line. Unfortunately, the second firing exhibited greater degree of bleeding from entire staple line length, so the surgeon had to convert to open to treat the problem. The remainder of the procedure was completed by using a tri staple.